Manufacturer narrative:
Correction: unique device identification (UDI) updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. A site representative reported that the issue could not be replicated after performing opening/closing function for 10 times. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A site representative reported that during a spinal fusion procedure the door of the imaging system had difficulty opening. The procedure was completed with the use of imaging. There was a delay of less than 1 hour. No impact on patient outcome.